Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device.